Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the hernia recurrence. As reported four years post implant the patient underwent a revision procedure to repair the recurrent hernia and is currently experiencing no further complications. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in march, 2012. A review of the manufacturing records was performed and found that the lot was manufactured to specification should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2012 the patient underwent a hernia repair procedure and was implanted with a bard/davol soft mesh. As reported in 2016 the patient went to urgent care due to "extreme pain" in the area of the hernia repair that "brought him to his knees." At this time the doctor suspected a hernia recurrence but the surgeon found no hernia. On (B)(6) 2019 the patient underwent surgery to repair a recurrent hernia. The soft mesh was not removed and another, unspecified mesh was placed on top. As reported the surgeon told the patient that the soft mesh had "failed" but could not be removed as it had grown into the tissues. On (B)(6) 2019 the patients postoperative follow up finds the wound healing as expected with no further complications.